Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found proximal insulation abrasion at 41.7 cm from the connector pin. This would cause the reported rise in threshold.

Event description:
It was reported that the lead exhibited a rise in thresholds. The lead was explanted and replaced.